Manufacturer narrative:
(B)(4). Date sent: 5/9/2024 d4: batch # a9dy9k investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b15lt device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Further analysis showed that the device had a 15mm universal seal with a 12mm inner seal assembly. Not allowing the obturator was inserted trough the sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, trocar will not fit into sheath. No patient consequences.